Event description:
It was reported that during a da vinci si prostatectomy procedure the site experienced system error code 31059 after the surgeon knocked a bottle of betadine solution onto the patient side cart (psc) base, causing the betadine solution to flow into the base of the psc. With the assistance of an isi technical support engineer (tse) the site performed several troubleshooting techniques, however, the system continued to error. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by the field service engineering concluded that the system error coded 31059 was associated with the remote arm controller (rac). The rac consists of five printed circuit assembly (pca) boards which operate together to provide control of the system arms. The system was repaired by replacing the affected rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 31059 occurs when one part of the internal system communication network fails in the middle of sending a message. Upon determining these conditions, the safety systems put da vinci si in a recoverable safe state. The rac was returned to isi for failure analysis investigation. Per the customer reported complaint, engineering found that the rac was contaminated with fluid and was able to replicate the system error code 31059 using an isi in-house pca test system. As of april 18, 2012, there have been no reported recurrences of the issue at this hospital.